Event description:
It was reported that the right ventricular (rv) lead had high impedance, noise and a probable fracture. The patient reported hearing the alarm on the device and called the clinic. An appointment was made, however in the days leading up to it the patient experienced multiple inappropriate shocks and went to the ER (emergency room). The rv lead was removed and replaced. The device experienced a sensing/detection problem and was also explanted and replaced . No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. No anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.